Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she went to change her battery and she needed assistance with setting the time and date. Customer had a bad battery alert and battery out limit alarm in the alarm history. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer stated that the battery was working now. Customer mentioned that there was a crack by the reservoir compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.